Event description:
Reportedly, while operating the motorized wheelchair across a lawn, the end user struck a pothole causing her to allegedly fall out of the unit and injure her neck. End user was not wearing a seat belt.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. It was reported that the end user was operating the motorized wheelchair on an uneven surface without the use of a seat belt. The owner's manual warns, "always use extreme caution when driving over soft and/or uneven surfaces such as grass or gravel" and, "always use the seat belt".